Event description:
The customer reported that due to battery failure, the nursing staff was not alerted when a pt incident occurred.

Manufacturer narrative:
Based on the available info, the hosp's biomedical engineer confirmed that the device was working as intended but the low-battery inop was ignored by the nursing staff. The available info does not support that there was a malfunction, design or labeling problem, but an issue due to ignoring of inop alarms by the staff. Philips is in the process of obtaining add'l info regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).